Event description:
Following a laparoscopic anti-reflux procedure, a patient reported ongoing gerd symptoms leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure and device implant on (B)(6) 2015. Patient was doing well post-implant then experienced recurrent reflux in (B)(6) 2016. Uneventful device explant on (B)(6) 2016. Linx device found in the correct position/geometry. At the time of device explant, the patient received a fundoplication.